Event description:
Reportedly, svo2 incorrect, drifts; svo2 numbers off per the checkout procedure. Reportedly, the customer used same cables and test catheter on a different monitor and were in range on different monitor. No patient injury reported.

Manufacturer narrative:
Device not returned.